Event description:
On (B)(6) 2014, the patient underwent the surgery with the g3 nail. On (B)(6) 2014, the surgeon confirmed x-ray that the lag screw had slid. On (B)(6) 2014, the lag screw perforated to the upper part of femoral head. The surgeon is planning the revision surgery to a bha on (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.